Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient . If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient indicated that she needs to speak to somebody because she does not know if she was not programming it right. Patient stated patient programmer (pp) was showing that she was on a program that was way up but there was no stimulation coming from it. Patient stated she just put brand new batteries in pp batteries and states that this was the second pp she has had. Patient further stated she was beginning to think that it was the implant that was the issue. Patient stated she was on 6.4v but "kept showing something". Patient stated she has followed the brochure perfectly and stated it worked really good in the first few months that she had it. Patient stated she did not know but it was not working right for her symptoms and that it could be her implant; further stated she has had diarrhea and been having accidents for quite a while. Patient noted that she like the pulsation of program 3. The patient still encountered poor communication again. The patient reported stimulation was noted off and patient was not feeling stimulation. Patient tried to turn implant on with the stim on button but confirmed she got the sync screen. Patient synced and then confirmed she got to the poor communication screen again. Patient tried multiple times but patient still got the therapy screen and when she tried to turn implant on, it will go to the sync screen and then the poor communication screen. The pp will not work with antenna attached. The patient try without the antenna and confirmed she was able to communicate to get to therapy screen with repositioning but when tried to turn implant on with stim on button, patient confirmed she got the same poor communication screen and confirmed none of the programs had a check mark by it. The patient stated it has been giving her problems for a year. Patient also noted that the pp screen was blinking on and off a lot during troubleshooting and stated it has never done that. The patient indicator for use were for fecal incontinence and gastrointestinal/pelvic floor. No further complications were reported/anticipated.